Manufacturer narrative:
Correction: d4: g1; claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. The patient experienced poor naked eye vision. The lens was later exchanged for a replacement lens and the problem was resolved. The cause of the event was a user error. Reportedly, "neglected to check after inserting the lens.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)